Manufacturer narrative:
Information contained in this report was previously submitted through psr on 18/sep/2007. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and moderate implant palpability/ visibility.

Event description:
Patient reported right side rupture and moderate implant palpability/visibility. The device remains implanted.